Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text: see h10.

Event description:
It was reported that a pen needle autoshield duo 30gx5mm EU was unable to deliver medication during use. The following was reported by the initial reporter: "administered insulin to patient using pen and bd autoshield duo safety needle. The needle clicked as I gave the injection and the plunger pressed down with no problem. When I withdrew the needle away from the patient I noticed the red line had not appeared around the top of the safety needle which indicates the injection ahs been given and that the safety device/sheath is now in place details of injury (to patient, carer or healthcare professional): none. Checked injection site and I could see the needle mark so the injection had been administered but I was concerned as the red line that is meant to appear at the top of the needle had not appeared action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) revisited patient later in the day to recheck his bm and it was ok. Datix completed. Incident reported to my line manager who advised to complete this form attachments."

Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a pen needle autoshield duo 30gx5mm EU was unable to deliver medication during use. The following was reported by the initial reporter: "administered insulin to patient using pen and bd autoshield duo safety needle. The needle clicked as I gave the injection and the plunger pressed down with no problem. When I withdrew the needle away from the patient I noticed the red line had not appeared around the top of the safety needle which indicates the injection ahs been given and that the safety device/sheath is now in place. Details of injury (to patient, carer or healthcare professional): none. Checked injection site and I could see the needle mark so the injection had been administered but I was concerned as the red line that is meant to appear at the top of the needle had not appeared action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier) revisited patient later in the day to recheck his bm and it was ok. Datix completed. Incident reported to my line manager who advised to complete this form attachments."